Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed, likely due to excessive external mechanical forces. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Reportedly the patient herself did not have contact to the leaking electrolyte, but reportedly the educator got in contact with it, however despite request no further information has been received. This is a combined initial and final report.

Event description:
A sonnet rechargeable battery with a broken housing and with leaking electrolyte was received for investigation. Patient was not in contact with leaking electrolyte, but the educator had contact with the liquid. Effects of the contact with electrolyte have to be confirmed. Despite request no further information has been received.